Event description:
The field service representative reported the customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result from a sample cup was 0.187 miu/ml. The repeat result from the primary tube was 62.52 miu/ml. The repeat result from the sample cup was 60.79 miu/ml. The erroneous result was not reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The hcg+ss reagent lot number was 17160105 with an expiration date of 06/30/2014. The field service representative checked the operation of the instrument and could not find a cause. He ran performance testing and the customer ran precision check, calibration and qc which all passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the provided calibration and qc data, a general reagent issue was not suspected. As only one sample is affected a general instrument issue could be excluded.